Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided); cause was unknown. Reportedly, the customer required assistance from partner to treat bg level via nasal glucagon. Additionally, customer lowered night time basal rates. The customer was instructed to consult with healthcare provider regarding bg level.